Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during variceal band ligation procedure performed on (B)(6) 2021. During the procedure, when the fourth band was attempted to be deployed, two bands deployed at the same time. The physician tried to deploy the next band and it could not be deployed. The device was removed from the patient, and it was observed that the wire broke near the junction wire - cap. In the physicians assessment the remaining varices left to band were small and did not represent a risk to the patient. No other device or further treatment was used, and the procedure was completed. Additionally, it was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Medical device code a150103 captures the reportable issue of bands premature deployment. Medical device code a0401 captures the reportable issue of tripwire broken. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head was returned with the device. It was also noted that the trip wire was not secured in the handle slot and it was found kinked in several locations. The ligator head returned with two bands attached and moved out from their original position. The suture hole was in good condition and no damages were observed. Additionally, some ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of premature deployment and failure to deploy bands was confirmed; however, the reported event of broken trip wire was not confirmed. The trip wire was not broken but it was found kinked. This could have been generated due to user manipulation or the technique applied during the procedure. Additionally, a labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly and cause an improper deployment of bands and more tension on the device. Extra tension on the device can cause the ligator head teeth to bend. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during variceal band ligation procedure performed on (B)(6) 2021. During the procedure, when the fourth band was attempted to be deployed, two bands deployed at the same time. The physician tried to deploy the next band and it could not be deployed. The device was removed from the patient, and it was observed that the wire broke near the junction wire - cap. In the physicians assessment the remaining varices left to band were small and did not represent a risk to the patient. No other device or further treatment was used, and the procedure was completed. Additionally, it was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.